Event description:
The customer reported a false negative architect total b-hcg result on a patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 2.02 / 99.34 / 179.96 / 191.26 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
Testing performed on the returned patient sample generated results of 186.95 and 181.41 miu/ml which is similar to the customers repeat results for the sample. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 65706ud00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false negative architect total b-hcg result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 2.02 / 99.34 / 179.96 / 191.26 miu/ml no impact to patient management was reported.